Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar® eco diagnostic. Ultrasound catheter and a foreign material was encountered. It was reported that it was discovered after the catheter was removed from the packaging that the catheter was covered in a white flaky substance. The caller stated that the white flaky substance was discovered on the shaft, connector, and handle of the catheter. They replaced the catheter with an acunav catheter and the procedure continued without further issues. There was no patient consequence as it was not placed in body due to substance on catheter.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation and was evaluated following biosense webster's procedures. According to picture provided by the customer, white particles were observed on the handle of the soundstar catheter. However, the source of the foreign material remains unknown. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of "appropriate term/code not available (c22)" used to represent the picture analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).